Event description:
A 3500a was recieved from the FDA. The report states that a portion of a mitek fastin rc anchor broke off into the bone of a pt and was not able to be retrieved. No further info was given that was relative to how the case was concluded or as to the condition of the pt due to the alleged incident.